Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Approximately 13 months post index procedure, the patient suffered occlusion of the right sfa. The occlusion was treated with a non-medtronic pta balloon and non-medtronic stent to the sfa. Outcome is resolved.

Manufacturer narrative:
The clinical events committee has adjudicated the occlusion event is related to device, but not related to procedure and drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
The previously reported occlusion of the sfa was treated with two non-medtronic pta balloons not one non-medtronic balloon as previously reported.

Manufacturer narrative:
Investigator assessed that the previously reported occlusion event is possibly related to device, procedure and drug.